Event description:
The customer reported that she was hospitalized for blood glucose levels above 600 mg/dl. The customer also reported no delivery alarms. Prior to the event, the customer experienced high blood glucose levels for two days, as well as trouble breathing. The customer was using a different insulin pump at the time of the call. No troubleshooting was done on the insulin pump being worn at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.